Event description:
It was reported that the insulin pump had a blank display and the issue was not resolved by several battery replacements. The blood glucose reading was 234 mg/dl. The customer observed a crack at the battery tube threads and noted that the device may have been bumped. She treated high blood glucose with an older insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.